Event description:
It was reported that the patient experienced diaphragmatic stimulation when paced in the ventricle. The chronic lead trend on the device was programmed off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.